Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt sn (B)(4) is complete. The reported problem (damaged cable, service code 204 - belt unusable) was confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open along the green (+3.3v) wire in the trunk cable. The cause of the test failure is the open wire. The root cause of the open wire was excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable and that the patient was receiving service code 204 (belt unusable).